Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Evaluation summary: primary operative notes do not indicate root cause. Revision operative notes indicate preoperative radiographs and bone scan reportedly indicate loosening of the tibial component. Fluid in the knee was identified as clear without any evidence of abnormalities, metallosis, or purulence. Settling of the tibial component was noted with bony growth around most of the component up to the top of the polyethylene metal interface. Upon removal of the tibial component, loosening between the cement and tibial implant was noted. Most of the cement remained after removing the noted. Most of the cement remained after removing the tibial implant. Only a small amount of cement was retained on the tibial implant. The package insert provided with the tibial component lists loosening of the prosthetic knee component as an adverse effect. This is therefore a known inherent risk of the procedure. Device history records were reviewed and found conforming. The information listed on this form was previously submitted on manufacturing report number 1822565-2014-00963.